Manufacturer narrative:
The prod has been requested. It will be investigated upon return and a f/u report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer called reporting they were receiving an error 3 message on their freestyle meter. There was no report of death, serious injury or mistreatment.